Event description:
It was reported that the ilet user requested assistance with a full supply change while using an inset 23" 6 mm infusion set and inadvertently dislodged the infusion set during insertion, requiring use of a new set; a troubleshooting and education session was completed, and insulin delivery was resumed. No reported symptoms or change in blood glucose. Outcomes included no injury and no medical intervention beyond routine troubleshooting. Investigation included guided user troubleshooting and education focused on infusion set insertion and connection. Investigation of this case revealed user handling error related to infusion set deployment and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set insertion.